Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained motor errors and random error messages. The customer's blood glucose value was unknown at the time of the event. The customer stated the sticker that goes over the buttons came off and they were not labeled, the insulin pump rejected new battery, and had unexplained no delivery alarms. The device will not be return for analysis.